Event description:
The customer reported that intellivue x3 monitor fell out of its mount and onto the floor. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.